Event description:
It was reported that a patient's stimulation shut off then turned back on when he 'moved the stimulation' or changed the program. It was stated that the patient was on program a at 3.4 and 4.20. The issue had started the previous day and the patient does not know when it will change. The patient saw the company representative during the previous week. The patient let a staff member at advanced pain management know that his battery was 'just about dead' on (B)(6) 2012. Then the battery died and the patient was unable to read the icons. The patient was able to charge the following week. It was stated that 'it changes, the current goes out and then he pressed the top button and then it shows the numbers from the day.' It was not clear what this statement meant. The patient stated that he turns down stimulation at night and that it took 3 minutes to sync it. Further information has been requested and if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).